Event description:
The customer reported a failure to alarm at the nurse's station. No pt harm was reported.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.